Event description:
A surgeon reported during injection of an intraocular lens (iol), the lens was noted to advance slowly, but then was suddenly ejected from the delivery system. At the end of the surgery, the iol was not well centered and the surgeon wondered whether there was a vitreous leak. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough information was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. (B)(4).